Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/26/2013. Belt: 01/14/2016.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an appropriate defibrillation event while in the emergency room. The patient reportedly did not recall the event. The staff reportedly removed the lifevest and 'shocked (the patient) by the crash cart about three times'. Review of the event indicates that the lifevest delivered 5 shocks in response to vt. The rhythm after the first shock converted to af at 95 bpm. The rhythm after the second through fifth shock remained in vt. The response buttons were pressed approximately one and a half minutes prior to the first shock and after the last shock. The lifevest was shutdown approximately 30 seconds after the final shock. The patient received an ICD.